Manufacturer narrative:
This report is being submitted to provide a correction as the report information was submitted on two medical device reports in error (8010047-2020-02254 and 8010047-2020-02231). Reference MDR# 8010047-2020-02231 for all investigation details.

Manufacturer narrative:
The referenced video system unit was returned to the service center for evaluation. The evaluation confirmed the reported image was not populating test 180 series videoscopes. The image functioned appropriately with all other scopes and camera heads. Troubleshooting with test boards, confirmed there was a faulty patient board set. Additionally, the video connector socket is not holding any paddles securely causing noise/disconnection of test scopes/camera heads. A visual inspection noted the rear panel was severely deformed and could not connect to a test light source cable. Other deformities include: the top cover deformed on top-rear corner on right side. The right side of main chassis was deformed on front and rear. Several studs on the front panel are cracked. The front panel chassis was deformed on the right side. The pip/bnc connector was smashed in on the right side/ unable to connect cable. The bracket holding the bnc connector was deformed. The net spacer was broken. The heat sink and a couple of diodes are broken off of the dp board. The screw holding the front panel chassis to the main chassis was sheared off on right side, and the other two need to be replaced. Insulation case a, was cracked. Based on the evaluation, the patient board set was found faulty, however, the excessive damage found to the unit cannot be ruled out as a contributory factor.

Event description:
The service center was informed that during maintenance, the video system unit's image was not populating. There was no patient involvement.